Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient was revised.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Other devices used: catalog #42512000413, persona vitacite articular surface, lot #62301965; catalog #42502206001, persona porous cr femoral component, lot #62600163. This report will be amended when our investigation is complete.

Manufacturer narrative:
A complaint history search identified no other complaint for the part/lot combination of the tibial component. This device is used for treatment. The primary surgical notes state that the patient underwent tka to treat degenerative disease of the left knee. After bone resections, the trial components were implemented and the patella tracked quite nicely. The trials were removed and after cleaning the final components were impacted in position. The knee was found to track quite nicely, the knee was stable going from full extension to 120 degrees of flexion. The discharge summary reports that the patient left the hospital in good condition, ambulating well with physical therapy. Rehabilitation notes state that the patient did well in general without any complication within a week post-surgery. The revision surgical notes confirm the mechanical loosening of the tibial component. Upon removal, fibrous ingrowth was noted on the pegs and on the posterior aspect of the tibial component. Both the patellar and femoral components were well fixed. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The internal investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a design issue as the root cause. [